Event description:
The patient reported that 2 v-go's fell off. The patient stated that this is the first time this happened. The patient indicated that the first one fell off and then she tried another with same results. The patient confirmed that she prepares the infusion site properly. The patient mentioned that she was sweating a lot.